Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (suspend) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/30/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/10/2015 with the following findings: during investigation, the pump powered on to the verify screen with vibratory and audible features. During testing, the pump was exercised for 24 hours with no self-suspending occurring. The keypad buttons were not found to be hypersensitive. The pump was able to be manually suspended and manually resumed with no issues. The suspend issue was not duplicated during investigation. There was no defect found.